Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The extrusion of the device was reported which started in mid-january, resulting in an explantation and closing of the wound. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The extrusion of the device was reported which started in mid-january, resulting in the surgeon performing an explantation and closing the wound. Reimplantation will be considered in the coming months.